Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge fell off the pump while the customer was asleep. Customer's blood glucose level was 100 mg/dl. The customer changed cartridge and was able to successfully resume insulin delivery